Manufacturer narrative:
Updated block: b5. Per the data log review, on (B)(6) 2020 the large roller pump (module ID: 1819) logged the event 'network interface card (nic) reports bac comm status pod (41)' message. That error can occur and is not necessarily an indication of an issue. That also is not a reason the pump stopped at 12:04:25 if that was the stop being referenced in the complaint. That pump was used as the 'sucker one' pump in the perfusion screen. The user pressed the stop button on the pump icon in the perfusion screen (on the central control monitor) at the time the pump stopped. There is no indication in the log review of a problem that stopped the pump. The log review does show the pump was stopped by the user.

Event description:
Per clinical review: during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2020, the perfusionist had an incident with the roller pump on the heart lung machine (hlm). The cardioplegia roller pump was set up and primed without an issue for the procedure. Once on bypass, the information available was that the perfusionist pressed the recirculate button and the pump gave an internal error message. The pump is suppose to deactivate once the recirculate button is pressed from the deliver button. If the recirculate button was pressed, it worked as intended and the perfusionist was not in a deliver mode to the patient. The subsequent cardioplegia doses were given without issue. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this incident.

Manufacturer narrative:
Per the end user, the roller pump stopped when the timer was reset on the cardioplegia (cpg) pump. During a service check up, when the manufacturer's subsidiary's senior service engineer evaluated the pump, he did not encounter the error that the end user mentioned. Per data log review done by the manufacturer's technical support specialist, the possible stopping of the pump was due to an accidental pressing of the stop icon on the pumps. There were no defects with the roller pump.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'miscellaneous internal error' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed via the data logs and picture provided by the user. No evaluation was completed as the unit was not returned because it was operating as intended once it was power cycled. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.